Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted, concurrently with a hysterectomy due to stress urinary incontinence and urethrocele. Following insertion, the patient experienced pain, erosion of her internal tissues, infection, urinary problems, bleeding, and she has undergone additional surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lso, right salpingectomy, multiple adhesiolysis and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, abdominal pain, pelvic pain, incontinence, dysuria, urinary frequency, and painful intercourse.

Event description:
It was reported that following insertion the patient experienced hematuria, abdominal pain, pelvic pain, incontinence, dysuria, urinary frequency, infections, and painful intercourse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.